Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a catheter break. The location of the catheter issue was the connector pin. The actions required as a result of the event included using a different product and explant. The health care professional (hcp) wanted to use a sutureless connector, not a intrathecal catheter proximal revision kit as the relief sleeve won¿t fit on the two-piece catheter hole in catheter connector. It was noted that it was replaced with another sutureless connector. There was not a product issue as product was not being implanted as intended. The product issue was resolved. The patient¿s status at the time of report was alive ¿ no injury. The patient had pocket swelling. The location of the issue or symptoms was the device pocket. The patient was not receiving adequate therapy as there was a leak in connector into pocket. At the time of report the patient was doing fine and receiving therapy. The pump was used to infuse hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8711, lot# j10950r56, implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the event occurred 6 months prior and a revision was performed on a segment of the catheter using a sutureless connector. An intrathecal catheter proximal revision kit should have been used, not the sutureless connector the health care professional (hcp) used with improper boots. It was thought that use of the sutureless connector was why the catheter was leaking. It was noted that the hcp again used a sutureless connector with improper boots. The manufacturer¿s representative speculated that she did not think repair products were used together properly and there was not a product issue.

Manufacturer narrative:
Analysis of the catheter found a user-related hole in the catheter body.